Manufacturer narrative:
The aneurysm was located in the middle cerebral artery and measured 5.1mm by 4.7mm. The vessel was not calcified or tortuous. The coil was inspected prior to use, and the delivery system or introducer were not kink, dented, or bend. Continuous flush was maintained within the ev3 (mc) microcatheter. During the initial insertion of the coil into the mc, no resistance was encountered between the coil & mc. During the attempt to place the coil, the coil was not deployed or partially deployed out of the mc when the mc was being repositioned. The coil stretched and then broke, and prematurely detached in the mc. The physician did not attempt to remove the stretched/detached coil from the mc, but the physician attempted to remove the coil and mc together from the pt's vessel. The coil was not retrieved with any device, because the piece was adhering to the first coil implanted in the aneurysm. The piece of coil remained protruding in the parent vessel. The neuroform stent was implanted after the problem occurred. The same mc was not utilized to complete the procedure. The target site was lost due to the reported event. The procedure was completed with another cordis microcatheter (mc) and coil. The female pt weighing 120 kilograms condition is good. Prior to shipping, no other issues were noted with the device (bends, cracks, broken areas, etc). The product is expected for evaluation and analysis: however, to date, it has not been received. Add'l info will be submitted within 30 days of receipt.

Event description:
During delivery of the 2nd coil into aneurysm, the orbit mini complex fill 4x10 coil could not be implanted completely. During adjustment with the (mc) microcatheter, the coil suddenly stretched. The coil and mc were withdraw together as a unit. The coil broke, because the pt had received a neuroform treatment. There was no impact to the pt. The device will be returned for investigation.